Manufacturer narrative:
Device evaluated by manufacturer. According to the product development evaluation, one 1.5mm drill bit with depth mark, mini quick coupling, and 96mm was returned .the drill bit is used in the 2.0mm lcp distal ulna plate system as well as the metacarpals and phalanges plate system to predrilled the screw holes. The drill bit was returned broken in two pieces and broke approximately 21mm from the fluted tip. The cutting edges are blunt and there are signs of wear along the landing edge (peripheral edge). Product drawing and standard were reviewed during the investigation. The drill bit is designed to create cylindrical holes through cortical and cancellous bone using a cutting point at the tip of the shaft and helical flutes to remove bone chips. When used correctly, the drill bit is subjected to compressive stress from being pushed into the bone and torsion from the drill. The design is adequate to account for these stresses as the material for the drill bit is in accordance with the international standard for orthopedic drilling instruments iso 9714-1:2012(e). The nicks and wear visible on the landing edge of the drill bit suggests that the bit was subjected to off axis loading or changed direction after drilling had already begun. Using the drill bit in this manner introduces bending stress. This bending stress combined with the shear stress (resulting from torsion) and compressive stress could have caused the drill bit to break. Evidence of misuse and review of the design has determined this complaint to be invalid from the design perspective. Evidence of wear on the peripheral edge of the drill bit suggests the bit was misused and therefore subjected to additional stresses causing it to break. As a result, this complaint is invalid from a design perspective. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The broken drill bit was sent to the supplier sphinx for investigation. All manufacturing processes were performed and verified according to the specifications. All tests according to synthes work instructions sm_116152 were found to meet the specifications. The device met the specifications at the time of manufacturing and distribution. Placeholder.

Event description:
Sales consultant reported that the drill bit broke intra-operatively while trying to drill past an existing screw during a surgical case. The fixation proceeded as planned. The broken drill bit tip was retrieved by pushing it out the opposite side and making an additional incision for retrieval of the drill tip. The procedure was delayed by 30 minutes. This is report one of one for (B)(4).